Event description:
Philips recalled my CPAP machine a few years ago for faulty, cancer-causing, melting foam inside the machine designed to silence the machine as much as possible. Often, I've been woken up because of the CPAP air I was breathing that smelt burnt like. The water chamber often runs dry. My device registration confirmation number is (B)(4). Philips respironics recall contact # is (B)(6). Due to my heart attack and having a heart stent, asthma, etc. I was put on their priority list, yet 2 years plus into this recall, I've not had my machine replaced. Can you inquire about this medical device problem? I fear for my health. Thank you. My device is registered, but my order is not yet processed. It should have been replaced by now. Please advise. Thank you (B)(6). FDA safety report ID# (B)(4).